Event description:
Boston scientific received information that the patient implanted with this transvenous defibrillation lead received two shocks from the device and subsequently went into the hospital. Upon performing a chest x-ray, it was discovered that the defibrillation and right atrial pace/sense leads had become dislodged. It was noted that the defibrillation lead was in the right atrium, thought to be due to the patient twiddling the device and leads. A lead revision was performed. During the attempted repositioning of the defibrillation lead, it was noted that one of the coils became loose, thus the lead was explanted and successfully replaced. The lead was returned for analysis. To date, there have been no reported adverse patient effects associated with this clinical observation.